Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Device was received with cracked case at display window corners, display window and belt clip slot, broken battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus and then she received a button error alarm. Customer stated that the buttons were not responding. Blood glucose value was 103 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.